Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with ventral hernia and obstruction thereby underwent open repair with the implant of kugel mesh. Per op notes, ¿the hernia sac was opened superiorly. Multiple adhesions to either side of the abdominal wall and the mesh were lysed. A large loop of bowel in the right side of the abdominal wall in the ventral hernia. The synthetic mesh and bowel were resected. A kugel patch was placed beneath the fascia and secured circumferentially to posterior abdominal wall using sutures.¿ (B)(6) 2022 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the removal of mesh. Per op notes, ¿multiple bowel adhesions to either side of the mesh were lysed. The bowel was adherent to hernia sac and mesh on right lower side of abdominal wound. There was some deserosalization and which was partially obstructed. The previously placed mesh was removed. A synthetic mesh was placed into defect and secured using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, d3, d6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.